Event description:
It was reported that the pruitt shunt f3 internal carotid stopcock is leaking. It is leaking in tubing leading to balloon inflation. Balloon not fully expanding as needed. Issue occurred during pre-test. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for investigation. However, the provided photo confirmed the report. Investigation into previous issues with a similar report has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.